Event description:
It was reported that when the fiber was connected and fired, the debris shield and fiber broke. The procedure was completed using a new fiber and debris shield. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip had degraded. Fiber tip degradation is normal behavior for consumable devices. Additionally, there was dim light present from the sma connector which had burn marks on the face. The reported clinical observation is not confirmed. It is probable that manipulation during insertion of the fiber into the scope contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, a conclusion code of no problem detected was assigned.

Event description:
It was reported that when the fiber was connected and fired, the debris shield and fiber broke. Additional information confirmed that the fiber was not broken, it could not be recognized by the console, and it could not fire. The procedure was completed using a new fiber and debris shield. There were no patient complications.

Event description:
It was reported that when the fiber was connected and fired, the debris shield and fiber broke. Additional information confirmed that the fiber was not broken, it could not be recognized by the console, and it could not fire. The procedure was completed using a new fiber and debris shield. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that when the fiber was connected and fired, the debris shield and fiber broke. Additional information confirmed that the fiber was not broken, it could not be recognized by the console, and it could not fire. The procedure was completed using a new fiber and debris shield. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip had degraded. Fiber tip degradation is normal behavior for consumable devices. Additionally, there was dim light present from the sma connector which had burn marks on the face. The reported clinical observation is not confirmed. It is probable that manipulation during insertion of the fiber into the scope contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, a conclusion code of no problem detected was assigned.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip had degraded. Fiber tip degradation is normal behavior for consumable devices. Additionally, there was dim light present from the sma connector which had burn marks on the face. The reported clinical observation is not confirmed. It is probable that manipulation during insertion of the fiber into the scope contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, a conclusion code of no problem detected was assigned.

Event description:
It was reported that when the fiber was connected and fired, the debris shield and fiber broke. Additional information confirmed that the fiber was not broken, it could not be recognized by the console, and it could not fire. The procedure was completed using a new fiber and debris shield. There were no patient complications.